Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The device was not used for patient procedure. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient customer's reprocessing of the auxiliary water channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After reprocessing, dirty water dropped from the auxiliary water channel of the device. And the auxiliary water channel was clogged. There were no reports of patient injuries related to this incident.